Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member, regarding a patient who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. The reason for call, was caller said, that they had a follow up with the np at the hcp office yesterday. And they found out, that the patient was not emptying their bladder fully. Patient rep said, the patient retained 250ml of urine in their bladder and said, the np said retention is still an issue. Patient rep said, the hcp directed the patient to self cath once a day. And wanted to make the rep aware of the situation. Patient rep said, last night the patient voided 150ml of urine, they self-cathed and then got another 150ml of urine. So they saw their bladder was still not emptying fully when going to the bathroom. Patient rep confirmed, patient got implant for retention. Briefly reviewed, therapy optimization/guidelines in regards to patient's therapy symptoms. Patient rep said, they will try increasing stim on their own and monitor symptoms. Patient rep also said, patient did not received permanent ID card yet. Warm transferred. Additional information was received from the patient. Checked to make sure interstim was on. And she was on set and set on program 7, 1.1a. No other testing done.